Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lock¿ syringe with needle leaked and a crack was found in the barrel. The following information was provided by the initial reporter: "we have received a complaint from one of our customers stating that a bd syringe they received a dose in was leaking. The syringe was returned to the pharmacy and a crack on the side of the syringe was found. Date of event was (B)(6) 2022. The procedure was able to be completed although some product was lost due to the leak. We are not aware of any adverse effects on the patient. The syringe was disposed of as medical waste because the syringe is biohazardous waste."

Manufacturer narrative:
It was reported a crack was found on the side of the syringe. To aid in the investigation, one photo of a 5ml luer-lok syringe was received for evaluation by our quality team. The photo shows a loose 5ml syringe with a crack in the scale marking area of the barrel extending from the zero line to the 3ml graduation line. The condition observed is non-conforming per product specification and is associated with the assembly process. A device history record review was completed for provided material number 309632, lot number 2074969. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 2074969 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. These conditions appear to be occurring at or below their expected frequency. Batch 2074969 is considered in compliance with our product specification requirements. We appreciate you taking the time to bring this matter to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.